Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient was revised due to pain and also indicated presence of increased levels of chromium and cobalt in the patients bloodstream as a result of the metal on metal contact. Update: (B)(4) 2011 - medical records were received. The revision operative report indicates that the patient was noted to have had some breakdown of the posterior capsule because of fluid pressure. It was additionally noted that burnishing was found on the neck of the stem. The complaint was reopened to add the stem. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient was revised due to pain and also indicated presence of increased levels of chromium and cobalt in the patients¿ bloodstream as a result of the metal on metal contact.